Event description:
The customer reported that she was not receiving insulin and her blood glucose was running high. The customer stated that when she removed the reservoir from the insulin pump, she noticed the insulin came out from the p-cap and reservoir connection. The customer treated her high glucose with the pen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.